Manufacturer narrative:
No further information is available on the product at this time. However if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. Device not returned.

Event description:
Aspen surgical received a report from the end user indicating that the device was not functioning as intended. The item was in use. No injury or death was reported. This report was filed in our complaint handling system as number (B)(4).